Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller reported the customer's (a child of 8 years) adc freestyle libre sensor detached from the adhesive after 6 days of wear and she was therefore unable to monitor her glucose. Customer experienced tremors and a headache and was treated with oral glucose by her mother. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer's (a child of (B)(6) years) adc freestyle libre sensor detached from the adhesive after 6 days of wear and she was therefore unable to monitor her glucose. Customer experienced tremors and a headache and was treated with oral glucose by her mother. No further treatment was reported. There was no report of death or permanent injury associated with this event.